Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer address bg with a correction bolus via pump. Reportedly, the customer alleged the pump bolus feature was not delivering boluses, however upon troubleshooting with tandem technical support, it was discovered the customer did not complete the steps to administer the bolus. Pump was functioning as intended.